Event description:
Two office employees alleged that they developed respiratory issues after using maxispray plus. Employee #2 alleged that she developed hoarseness in her voice and symptoms of coughing, which advanced into bronchitis, after being exposed to the product. This report is concerning employee #2. This is the second of two reports.

Manufacturer narrative:
Over the course of a year, the employee sought medical treatment with various clinicians. She visited an urgent care clinic and was diagnosed with bronchitis. A visit to the emergency room was also made by the employee where she was diagnosed with severe asthma bronchitis by a pulmonologist. She was prescribed flonase and advair inhalers for her symptoms. It was reported by the employee that the doctor stated that she had developed asthma and will need to continue to use the inhalers to control her symptoms. To date, the employee feels better. No product was returned and no lot number was provided; therefore no further investigation can be conducted.